Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no unexpected battery out limit, beep anomaly, or unexpected alarms noted during testing. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the 100 value properly on the display graph. The meter bg alarm functioned properly. No lost sensor alarms were noted during testing. The pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that upon reviewing of his insulin pump history there was no data available for any of his boluses, calibrations, or alarms since the middle of june. The customer was reporting this incident in the middle of august. The customer mentioned that his insulin pump time was just reset due to having re-adjusted it since returning from international travel. No further details were provided regarding the missing data. The insulin pump was returned and replaced.